Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient called on february 7th regarding the external device. On (B)(6) 2019, the patient reported that they never changed anything on their part. It will turn itself off when the patient is trying to charge the hip unit (ins). In order to resolve the issue, the patient took the battery out of the unit several times to reboot it. There were times it will turn off and the only way restart is to take the battery out and reboot. In addition, the patient reported when they are charging the hip unit (ins), any kind of bump will turn of the unit and will have to restart it all over again. According to the patient, it's a real pain. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. Consumer reported the programmer turns itself off for no reason at all during charging of the ins. It was reported that the screen would go blank or say finished and they have to continuously unlock it and restart it. They had to take the battery out and reboot it twice, but they get the same issues all over. Patient reported that sometimes when it turns itself off it will turn stim off. It was also reported that the ins will change groups on it's own without the patient using their controller at all. The patient has 3 groups, they use a during the day and b at night (b uses 10-20%) and they recharge every night. Patient does not use c, it is for adaptive and it uses too much juice. Patient reported that when they go to bed at night they change to b but sometimes wakes up in the morning and it is on a and they never used the controller to change it. It was reported that these issues occur when the patient's controller was charged to 100% and the ins at 30%-50%. No further complications reported/anticipated.